Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the balloon got out from the vessel while gently pulling back two stops. There was no patient injury. The vessel type is arterial and the stick location is femoral artery. The patient was not hospitalized more because of the event. The mynx vcd was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. A retrograde approach was used. The device is available for analysis. No other information was provided. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back against the proximal end of the shuttle. The sealant was observed abutting the balloon and appeared to have been exposed to blood and have ¿swelled.¿ the catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Leak testing was performed on the balloon of the returned device per the mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, blood was found at the proximal end of the advancer tube which is indicative that blood being trapped inside the sheath. The condition of the received device indicates a device jam may have occurred, which may have been attributed to the sealant exposed to blood prematurely. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. Additionally, the condition of the returned device indicates that the customer may have experienced a deployment jam; however, this information was not reported. The exact root cause of the issue experienced by the customer and the condition of the returned device could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is possible that the customer may have experienced resistance when retracting the sheath due to a prematurely swelled sealant, and possibly pulled the balloon out of the arteriotomy as evidenced by the blood found at the proximal end of the advancer tube and the swollen sealant abutting the balloon. However, since the customer did not report attempting to deploy the sealant, it is unknown if the device was manipulated after use. It should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment; and if excessive tension is applied to the device during placing the sealant step, this can cause the balloon to be pulled through the arteriotomy. According to the IFU, which is not intended as a mitigation, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The returned device performed as intended per the mynxgrip IFU. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon got out from the vessel while gently pulling back two stops. There was no patient injury. The vessel type is arterial and the stick location is femoral artery. The patient was not hospitalized more because of the event. The mynx vcd was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. A retrograde approach was used. The device is available for analysis. No other information was provided.